Event description:
Customer reported receiving a button error alarm on the insulin pump and stated that condensation was visible in the display. Customer's blood glucose reading at the time of the call was 133 mg/dl. No further information reported.

Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarm noted. Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, and cracked belt clip slot. No reservoir compartment anomaly was noted. No moisture damage on motor assembly or electronic assembly noted during visual inspection.